Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels. The omnipod personal diabetes manager (pdm) was displaying a low battery alert. The patient was released a couple of hours later. Despite good faith attempts to obtain further details, no additional information was provided.